Event description:
It was reported that the lead dislodged. When a repositioning attempt was unsuccessful, the lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received the damage found was sustained during the surgical procedure.